Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation and atrial flutter ablation procedure, a pericardial effusion was caused while manipulating the catheter in the introducer. The pericardial effusion was diagnosed via intracardiac echocardiography and the patient was noted to be hypotensive. A pericardiocentesis was performed to stabilize the patient and the procedure was then cancelled. There were no performance issues with the device.